Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Inspection revealed pocket erosion at pacemaker site. The device was explanted. Patient was stable post procedure.